Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). H3, h6: investigation summary: according to the information received, the issue with the following product: 451611000 sn: (B)(6). Case: (B)(4) l4-s1 plif procedure. The right l5 screw was high and outside after placement with the system. They revised the screw placement and completed the surgery. There was nothing of note that occurred during the procedure beyond the misplacement of the screw. They are requesting to have the system inspected and serviced. Investigation summary : the investigation was conducted by tpm team. The investigation confirmed the allegation of screw misplacement. The investigation showed that the correct log file was identified. The were no defects found with the device. Log review confirmed the device captured a registration mismatch followed by a request of anatomy check step, as defined in this situation. Despite a visible registration shift, the user elected to proceed. The user indicated that there was no negative impact to the patient outcome and no patient harm. Root cause: based on the review, the most probable cause is a use error. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No manufacturing record evaluation required as no manufacturer or service related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that velys navigation station and velys camera station were involved in an event during a spinal fusion procedure. The issue occurred during placement of the right l5 screw, which was positioned high and outside after using the navigation system. The screw placement was revised and the surgery was completed without further incident. There was no reported injury, medical intervention, or delay in patient treatment, and no patient consequences or involvement beyond the misplacement were noted.